Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this device had a battery monitoring voltage of 2.55 v after approximately 55 months of implant. This device is part of the shortened replacement window advisory. This advisory was originally communicated (B)(6) 2007. A clinician questioned device longevity, and did not provide historical battery monitoring voltage data for the boston scientific technical services department to review.

Event description:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.